Event description:
Complainant alleged that during biomed testing, the device's display blanked out after an attempt to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.